Event description:
The customer stated the unit has ECG lead faults and artifacts. No pt involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused a weak connection between a cable (result code) and its connector (result code) on the preamp circuit board. The connector was removed and the cable was soldered directly to the circuit board per present process to resolve the issue. Upon completion of repairs, the device was returned to the customer.